Event description:
Information was received from a consumer and manufacturing representative (rep) regarding a patient receiving fentanyl and bupivacaine via an implantable pump for spinal pain. It was unknown what concentration of bupivacaine was being delivered; however, it was re ported the pump was delivering 2.5557 mg/day of bupivacaine. It was reported for the fentanyl dose and concentration, the pump was delivering ¿one thousand zero ninety-five point three mcg/day.¿ it was reported the patient heard a multi-tone pump alarm, and reported their restless leg syndrome symptoms had returned. The patient was directed to follow-up with their healthcare provider. The issue had started around 2 am that morning ((B)(6) 2018). The patient stated their alarm date was (B)(6) 2018. The patient also reported an error code on their personal therapy manager (ptm); 8476. It was reviewed that the code meant a motor stall had occurred. It was then reported by a rep that the patient had not had an MRI, so the motor stall was unexpected. The healthcare provider was planning to program the pump to minimum rate mode for the time being, and planned to replace the device. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturing representative (rep). It was reported the pump had been replaced on (B)(6) 2018. The device would not be returned for analysis. The hospital sent the device for disposal. The cause of the motor stall was not known. The patient's weight was provided as approximately (B)(6) pounds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that she was getting the code 8503 on her personal therapy manager (ptm). The patient had to have a new pump put in and when they did, there was a little medication left in the old pump, so they put the rest in the new pump. The pump was refilled "yesterday." The patient had "no idea" if the replacement was due to normal battery depletion because the healthcare professional (hcp) told her she still had 13 months left on her pump. At 1:00 a.m. "A couple weeks ago" all of a sudden, the alarm started going off. The manufacturer said the pump was locked out and to get to the hcp immediately. The only numbers the patient could find that represented the bolus (physician prescribed bolus currently in progress) were 154.44. The patient could not find the information on the telemetry strip. The code 8503 was resolved on the call and the patient would follow up with the hcp. No further complications were reported/anticipated.